Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was found leaking. The reporter stated that the device had precipitation on the cap, device, and bag of the product. The device was filled with fluorouracil in sodium chloride (B)(4). There was no patient involvement. No additional information is available.

Manufacturer narrative:
This product was manufactured september 20, 2016 ¿ september 22, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.